Event description:
It was reported that this device was not being identified by the remote monitoring system, in the emergency room. This indicates a potential device issue. Troubleshooting options were discussed and the field representative was going to go check the device. There is no confirmation that the device was able to be interrogated. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.